Event description:
It was reported that approx 10 minutes after the start of the blood reinfusion, the patient experienced a reduction in blood pressure. The surgeon stopped the reinfusion but there was no additional treatment administered as a result of the alleged reaction. Once the reinfusion was halted the patient's blood pressure levels returned to acceptable levels. There is no indication that the unit did not function as intended.

Manufacturer narrative:
The unit was unable to be returned to the manufacturer. Based on the information that was provided, there is no indication that the unit failed to function as intended.